Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a fall on thursday (B)(6) 2026.they did not remember falling. They said they stood up and fell to the side on the floor but did not hit their head. The patient sat afterwards and only told their son. They were complaining of soreness at the driveline site. The patient also stated they were a little dizzy at the moment. They had one low flow in clinic. A log file review showed data between (B)(6) 2026. The log confirmed the reported low flow events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow flags/alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow flags on (B)(6) 2026. One of these flags lasted longer than ten seconds to activate a lone low flow alarm. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. It was reported that patient had a fall on thursday on (B)(6) 2026. The patient reportedly did not remember falling, stood up, and fell to the side on the floor but did not hit their head. The patient reportedly sat afterwards and only told their son. Provided information indicated the patient complained of soreness at the driveline site and mild dizziness during the events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.